Manufacturer narrative:
A complete lead was returned in one piece measuring 57.6 cm. The lead was normal. No anomalies found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pacemaker implant procedure. During the procedure, the physician was unable to maneuver the pacemaker lead with the use of an introducer. A decision was made to use a new introducer and pacing lead. The procedure was then completed successfully. The patient was in stable condition.